Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28935778, was reviewed. The pump was manufactured on may 30, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The sterilization record, str-0883-20106, was reviewed and all tests passed. Since all sterilization tests passed, a nonconformance was not required to be open. According to the physician, the infection was discovered on (B)(6) 2025. The physician did not know the organism ID. The patient is doing well with the newly implanted pump. The cause of the infection is unknown. However, bacterial infection is a known adverse event on the labeling of the intera 3000 pump.

Event description:
Intera oncology received a report of a patient who was implanted on (B)(6) 2025. An infection was discovered in the pump pocket on (B)(6) 2025. The pump was replaced on (B)(6) 2025 and replaced with another.